Manufacturer narrative:
The customer's report of being unable to pull up the lifeband on the autopulse platform (sn (B)(6) was confirmed during functional testing and the archive review. The root cause was due to a defective drive train motor and the encoder gearbox likely due to the defective component. As part of routine service during testing, the platform was examined and found no physical damages. During the initial functional testing, the encoder driveshaft was stuck and cannot be rotated, thus confirming the reported complaint. In addition, the platform failed with the user advisory (ua) 45 (not at "home" position after power-on/restart) error message as the stuck driveshaft was not in the "home position". The defective drive train motor and the encoder gearbox were replaced to address the issue. During archive data review, observed user advisory (ua) 45 (not at "home" position after power-on/restart). The root cause for the user advisory (ua) 45 was most likely due to the stuck driveshaft not being at "home position". Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the demonstration, the autopulse platform (sn (B)(4)) displayed a "pull up lifeband, check patient alignment and press restart" message after the platform was placed on pause. The user tried to pull up the lifeband to clear the message. However, the lifeband was stuck and the customer was unable to pull up the lifeband. No patient involvement.